Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction no sound was coming from the device. It is unknown if the device was use at time of event, there was no adverse event reported.

Manufacturer narrative:
The device was evaluated and tested at philips authorized repair facility. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. It was determined that the speaker needed to be replaced. The device was operational after repairs of the speaker were completed and the device was returned to the customer.